Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the physician was unable to engage the set screw. The cardiac resynchronization therapy defibrillator (crt-d) was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. The returned device indicated a loose/detached set screw. The returned device indicated a damaged grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.